Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the locator was inserted in the sheath, resistance was felt and did not advance anymore, so the sheath was visually checked and a kink in the tip of the sheath was observed. The device was not used, and replaced by another angio-seal device to continue the procedure. It was reported that hemostasis was successfully achieved by the 2nd angio-seal device. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.